Event description:
Customer reported presence of air bubbles or gaps in the infusion set tubing of their system. There was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl. Attempts to reach the customer via phone and email for further follow-up were unsuccessful.